Manufacturer narrative:
This report is a continuation of MFR. Report #1644487-2010-02776 for supplemental report #3 and this is not a new, separate event. Report is being reported as a new MFR. Report # due to report submission issues.

Event description:
Patient underwent device replacement for products unrelated to the event reported in this report. During the surgery several helices from the patient's previous leads were removed from the patient's vagus nerve. 6 helices were reported to be present and 4 were removed. It is unclear which helices were removed, but it is likely that at least one of the helices was from the product captured in this report. The removed product is unavailable for return. Further information was received from the physician's office that system mode diagnostics were not performed prior to device explant back in 2011. No other relevant information has been received to date. This report is a continuation of MFR. Report #1644487-2010-02776 for supplemental report #3 and this is not a new, separate event. Report is being reported as a new MFR. Report # due to report submission issues.